Event description:
Customer reported a cartridge alarm issue with the pump, but it did not cause their blood glucose level to exceed 500 mg/dl. Customer used a backup insulin pump to ensure continuous insulin delivery. Technical support confirmed consecutive cartridge alarms and decided to replace the pump. They provided the customer with instructions on storage mode and returning the problematic pump, and a replacement pump was sent with delivery requiring a signature.